Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp did not know the cause of motor stall/tube set. Pump had 14-15 months of battery life. Pump restarted within 24 hours of restart attempt then failed. The hcp turned down to 0.48 mg/day morphine. Pump was replaced with 40 ml pump without complication on (B)(6) 2018. Patient was (B)(6) lbs at the time of the event. Patient's medical history included post laminectomy syndrome lumbar. The explanted pump was in pathology and would be returned to the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp called to report a volume discrepancy confirming the pump had not been infusing since the motor stall event on (B)(6) 2018. It was confirmed that the patient was very ill and did not have an magnetic resonance imaging (MRI). The patient confirmed hearing the audible alarm but didn't realize it was coming from him. The plan was to replace the pump on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine, 8 mg/ml concentration at 5.4995 mg/day dose and morphine, 10 mg/ml concentration at 6.874 mg/day dose via intrathecal drug delivery pump for post lumbar laminectomy syndrome and spinal pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). Patient experienced pain, fever and chills prior to and why patient went to the hospital on (B)(6) 2018. Patient stated they had 2 computed tomography (CT) scans but did not think they had an MRI. The hcp stated that the patient came to the clinic today for a pump refill and per the event logs a motor stall occurred (B)(6) 2018 with a tube set (B)(6) 2018 and no recovery to date. The pump was not audibly alarming per the hcp/patient. The pump refill had not begun yet at the time of the call. The hcp inquired how close a patient could be to an MRI without actually having one for the pump motor to stall and next steps. No further complications were reported.